Event description:
The surgeon was performing a laparoscopic cholecystectomy. While he was using the clip applier, the jaws of the clip applier overlapped, "scissored" and would not release the clip. A new clip applier was then opened and the defective one was placed to the side for further investigation. Materials manager was notified of the occurrence and took the clip applier to investigate the issue.